Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). The customer performed numerous electrode checks and changes. In addition to having cleaned the kcl circuit and the kcl filter. Several calibration flags were observed. The field service engineer changed numerous parts and perform adjustments. The issue was resolved by changing the reference electrode. After that, the ise qc was perfect and no further problems with calibrations or qc were reported.

Event description:
The initial reporter complained of questionable ise indirect na, k, ci for gen.2 results for 1 patient sample on a cobas 6000 c (501) module analyzer. The initial results were as follows: na: 118 mmol/l, k: 3.6 mmol/l, and cl: 118 mmol/l. The rerun result were as follows: na: 140 mmol/l, k: 5.1 mmol/l, and cl: 100 mmol/l. The results were not reported outside the laboratory. The electrode lot numbers and expiration dates were asked for but put provided.